Event description:
Pt was bleeding from the exit site and was taken to the operating room. The surgeon found the adaptor conduit on the inflow side of the lvad disconnected at the elbow. The pt was placed on bypass and the adaptor conduit was reconnected by the surgeon.